Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead exhibited noise, reproducible with isometrics, oversensing, and high out of range pacing impedance measurements. The ra lead was explanted and replaced. During the revision procedure, the patient had an atrial perforation and pericardial effusion. Open heart surgery was required. And once the patient was stabilized, a new ra lead was placed. The pacemaker remains in service. No additional adverse patient effects were reported.